Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide did not move forward; indicating the needle did not deploy. The patient reported a communication error during pod activation. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The pod was received not deployed. The download data showed that the pod was received in pod state 14 having delivered 0 pulses, indicating that the pod did not complete the activation process after being filled. No damages or deficiencies were observed that would prevent the pod from completing the activation process and deploying. Investigation found no defects or deficiencies that would contribute to a communication error, and no hazard alarm was generated by the pod during its operation. The pod communicated with the master pdm during the investigation. The pod was successfully paired to another pdm and completed priming and a 5u bolus. No communication error occurred during this test. The cause of the reported communication error could not be determined.